Event description:
On july 6, 2008, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's one touch ultra meter was prompting the apply sample symbol after the sample was applied to the test strip and therefore unable to obtain a blood glucose reading. The medical affairs specialist (mas) spoke with the reporter on july 14, 2008 and obtained the following information. The patient's daughter reported that the alleged issue began approximately 4-5 days prior to contacting lfs. Despite the reported issue, the reporter claimed the patient continued to take her oral medication for diabetes (type and dosage unknown) as usual. On the afternoon of the day before the original date, the patient's daughter reported that the patient, all of sudden became "shaky and passed out." The reporter claimed she immediately took her mother to the emergency room (ER). In the ER, the patient's blood glucose was tested and they obtained a reading of "19 mg/dl." The patient was treated with glucose in an IV and was released from the hospital the next day. At the time of troubleshooting, the cca discovered that the patient was applying the sample incorrectly. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims, she was unable to test her blood glucose due to the alleged issue, and reportedly was treated by an hcp for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.